Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies at the failure analysis center and determined the cause of the failure to be due to integrated circuit chip, designator u61, on the system controller pcb assembly. The user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
It was reported that the device would intermittently have a white display and fail to complete a boot-up cycle. A white display is indicative of a device lock-up and could prevent the user from being able to use the device in a critical situation. There was no patient use associated with the reported failure.